Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the lv lead was not implanted due to high pacing threshold. No further information available.